Event description:
It was reported tha the backup battery failed testing. No patient involvement reported.

Manufacturer narrative:
On 11/20/2015. The fse reported replacing the internal battery due to failure. The pm was completed and the device passed all tests.

Event description:
It was reported that the backup battery failed testing. No patient involvement reported.